Manufacturer narrative:
It was reported that the patient had hip surgery and did not place the battery into surgery mode. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that manufacturing reference number: 1627487-2023-03751 is no longer reportable as it has been deemed an update to manufacturing reference number: 1627487-2019-08520.

Manufacturer narrative:
Correction: section d4: additional device information: serial number, lot number, expiration date and UDI added. Correction: section d6a: date of implant added. Correction: device manufacture date added. Correction: additional information indicated that manufacturing reference number: 1627487-2023-03751 is no longer reportable as it has been deemed an update to manufacturing reference number: 1627487-2019-08520.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete device information; however, no further information was received. Section d4: serial number and lot number are unknown. Section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section d6a: implant date is unknown. Section h4: device manufacture date is unknown as serial number and lot number are unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's ipg was inoperable as patient had a hip surgery and did not put the device into surgery mode. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section h6 - health effect - clinical code 1924 - failure of implant added.